Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. In addition, it was reported that a cartridge alarm (alarm 5) occurred. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.